Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology is common iliac and external iliac arteries have moderate calcification and moderate tortuosity. The stent graft was successfully deployed. It was reported that upon deployment of the main body, the physician inflated the balloon which was located inside the delivery system with a 10cc syringe, 1/3 strength. The physician injected approx 5cc before attempting to aspirate the fluid and remove the delivery system. When the physician aspirated through the syringe, the balloon remained fully inflated. He replaced the 10 cc syringe with an empty 20 cc syringe and tried to aspirate the fluid from the balloon. The balloon remained fully inflated. The physician was able to deflate the balloon. One person fully aspirated the syringe and held the syringe in that position. Meanwhile, the physician twisted the syringe off of the side port of the balloon catheter. When this became unsuccessful, the physician removed the connector tube as a trouble shooting effort with the assumption that it was not functioning. The physician was able to deflate the balloon with this technique. The device was discarded by the user facility. There are no further clinical sequelaes reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: (balloon), (device discarded unable to evaluate).